Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has remained in ICU since the lvad was implanted in the pt. At one point, the pt was extubated and then re-intubated. The pt's condition worsened and he developed multi-system failure. Support was withdrawn and the pt expired. The surgeon requested that the lvad be evaluated, although he did not feel the cause of the pt's death was related to the lvad.